Event description:
User experiencing erratic result on hba1c test. The following example was provided, sample tested in 2007: initial hba1c result 5.1%, same sample repeated six days later, recovered 8.8%, same sample repeated the following day, recovered 9.0%. Initial result was reported. No patient treatment based upon result. If additional information is received. Appropriate notification will be provided.